Event description:
It was reported that the customer had a reservoir damaged on the insulin pump. The customer's blood glucose level was 90 mg/dl. The customer stated that the discoloration seems darker in the reservoir and gets lighter as it goes through tubing to the quick release. The customer was advised that the we are sending replacement of insulin pump and having patient send back set/reservoir she had issue with.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs and performed a visual inspection and passed per inspection and found no discoloration or cosmetic damage.